Event description:
It was reported the customer exposed their insulin pump to fluid. Customer stated they dropped the insulin pump into the toilet. Customer stated there was fluid present under the lcd display. The customer's blood glucose was unknown. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.